Manufacturer narrative:
H6: investigation summary: bd received a 24 gauge nexiva catheter adapter from lot 2154907 for evaluation and three photographs of the defect. In addition to the catheter adapter the manufacturing facility also received a miscellaneous 10 ml syringe and extension tubing. The syringe and extension tubing were determined to not be bd products. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the catheter appeared to be used. Next, the engineer performed a water/air leak test on the returned adapter and noticed leakage near the tip of the catheter but no leakage at the catheter adapter. Finally, the catheter was inspected under a microscope and a v-shaped cut was observed near the catheter tip. This type of damage was usually indicative of the needle piercing through the catheter tubing and was the location of the leakage seen during testing. It was then determined that this v-shaped cut was the cause of the observed leakage. Therefore, based off the visual inspection the engineer was able to verify that the needle had pierced through the catheter tubing. Unfortunately, the engineer was unable to determine a definitive root cause for this v-shaped cut as if the sample was received in this state it would have been difficult and painful to use.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced leakage at the adapter. The following information was provided by the initial reporter: this is a report about leakage from the adapter conneciton. According to the customer's report, infusion fluid leaked from the adapter connection after connecting an IV line to the adapter and starting infusion.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced leakage at the adapter. The following information was provided by the initial reporter: this is a report about leakage from the adapter connection. According to the customer's report, infusion fluid leaked from the adapter connection after connecting an IV line to the adapter and starting infusion.